Event description:
I have had nothing but problems from the mentor smooth saline implants from (B)(6) 2002 to (B)(6) 2019 explant. Too many issues to list: ibs, vertigo, low in vitamin b12 and anemia, elevated thyroid, small thyroid nodules, calcification and cysts on right breast, lung nodule, dry eye, gerd, acid reflex, gall bladder removed, umbilical hernia repair surgery, insomnia, extreme sinusitis, inflamed turbinates, insomnia, extreme sinus stuffiness every night, prescribed nasal sprays and an inhaler, shortness of breath, anxiety, and panic attacks, dark spots around and under the eyes that won't go away, tingling pain in left ankle and leg daily, joint and muscle pains, metallic taste in mouth, beginning of bone disease diagnosed by dentist, sudden sensitivity to wearing any type of earrings. Had to retire early back in 2015. My insurance did not cover the costs for explant to remove these implants on (B)(6) 2019. I want reimbursement for the costs. I have the itemized bills etc surgical reports etc. These implants made me very sick. FDA safety report ID# (B)(4).